Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noisy signal. Boston scientific technical services (ts) stated likely external electromagnetic interference (emi) if noise could not be reproduce with isometric and pocket manipulation. The field representative will discussed with the physician. An attempt to obtain additional pertinent information was unsuccessful. This pacemaker was explanted. No additional adverse patient effects were reported.